Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. The patient also had an ams monarch hammock implanted; no other dates are given. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 04/20/2016. (B)(4). It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and neuromuscular problems.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, anterior repair, posterior repair, paravaginal defect repair with mesh, bilateral sacrospinous ligament fixation and cystoscopy due to sui.